Event description:
It was reported that the 9900 system was missing the images from the image directory. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.